Event description:
It was reported, the device had sensing difficulty, high thresholds and no capture. Device was removed from service. No patient complications have been reported as a result of this event.